Event description:
It was reported that the pump was not showing the correct amount of insulin after filling the cartridge. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting, the customer successfully changed the cartridge while on a call.